Event description:
A dissection is reported to have occurred during implantation of a 2.75mm diameter x 18mm length resolute integrity (rx) drug eluting stent in the mid lad of a patient and another brand stent was implanted to treat the dissection. No further complications were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection). (B)(4).